Event description:
The manufacturer received information alleging a ventilator's screen turned blank condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device¿s display board was replaced to address the issue. In addition of the above evaluation, the technician performed final test, battery check, valve check, run in tests, cleaning then confirmed the unit operated properly and software version was checked.